Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the objective lens unit cracked, the distal body worn out, the light guide fiber bundle (lcb) defective, the operation channel non-pentax work/parts, the bending rubber non-pentax work/parts, and the insertion flexible tube (ift) non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy )